Event description:
It was reported that during a routine supply change, the patient could not rotate the infusion set connector to lock despite following the correct process and positioning; swapping to a connector from a different box resolved the issue immediately, indicating an inability of the original connector to attach. Customer care provided assistance with troubleshooting with the user and replacement supplies shipment for further evaluation. Investigation of this case revealed a single connector that would not lock, while a replacement functioned as expected, suggesting a defective connector from the referenced lot. No clinical symptoms during the event reported and blood glucose reportedly unaffected. Outcomes included no medical intervention, no hospitalization. It was concluded that the event was related to a connector mechanical issue, with patient harm not observed.